Manufacturer narrative:
The primary report of the autopulse platform (sn (B)(4)) displaying user advisory (ua) 12 (lifeband not detected) was confirmed during functional testing and archive review. Root cause for ua 12 was due to the safety switch was not parallel to the switch block. The secondary report of the platform displaying ua 18 (max take-up revolution exceeded) was not confirmed during functional testing; however, confirmed during archive review. Probable root cause for ua 18 was likely due to no patient or mannequin on the platform which attributed to user error. The tertiary report of the platform of missing a shoulder screw was confirmed during visual inspection. Probable root cause was due to mishandling. Visual inspection of the platform observed a missing shoulder screw and the drive shaft was exhibiting binding and resistance. The observation of binding and resistance was not related to the reported event. Review of the archive data retrieved from the platform revealed multiple user advisory (ua) 12 (lifeband not detected) and ua 18 (max take-up revolution exceeded) error messages occurred on the reported event. During functional testing, the platform passed initial functional testing. However, during the lifeband clip detect switch inspection, the safety switch was not parallel to the switch block. To reduce the potential likelihood of reoccurrence of ua 12, the adjustment of the reset switch of the lifeband was performed. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 18 alerts the operator that during take-up, the autopulse driveshaft has moved the lifeband past the maximum allowable take-up depth without detecting a patient. This user advisory will persist until the restart button is pressed and the autopulse platform is restarted. After service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During device check, the autopulse platform displayed user advisory (ua) 12 (lifeband not detected) and ua 18 (max take-up revolution exceeded) error messages. The user also observed a missing screw by the driveshaft of the platform. No patient involvement.